Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and a limb stent on (B)(6) 2011. The physician identified an unknown issue with the initial implants and implanted a suprarenal aortic extension to resolve the issue.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a stent migration and a type 1a endoleak. The clinical evaluation additionally found evidence of suboptimal suprarenal aortic extension placement as a potential contributing factor to the reported event. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient. Device codes updated based on completed investigation.